Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) lens was cracked. It was also noted that the upper case, lower case, battery drawer and side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the ring bail was bent, the lcd was out of specification and the keyboard was scratched.

Event description:
It was reported that the screen is cracked. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.